Event description:
The device was used during a laparoscopic splenectomy procedure. Reportedly, the staples did not form properly and the device did not cut. The surgeon manually cut the tissue to complete the procedure. The hosp has reported no pt injury occurred.